Manufacturer narrative:
UDI= (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx stent was to be used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the physician attempted to deploy the stent. However, the sheath broke and the stent failed to deploy. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.